Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump. After the reset, the malfunction did not recur, allowing the customer to continue using the pump with instructions to contact support if the issue reoccurred.